Event description:
The customer reported that an unmonitored pt had expired, and the staff has stated they were not aware of alarms sounding at the central station.

Manufacturer narrative:
A pt death occurred. The available info shows that data from the central indicates that the pt was unmonitored for over 1 hour though staff were not aware of this and stated no alarms occurred. The pt was discovered in rigor mortis, indicating that he had expired some time prior to being discovered. We will consider that staff not being immediately aware of the loss of monitoring was a factor in the delayed response to the pt. Post incident testing of the device found that the central provided inops during all tests onsite. Philips is in the process of obtaining additional info pertaining to this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.